Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report from another country, that a lens cap came off a lens cup during neutralization. The cap "flow up and broke into bits minutes later after the beginning of disinfecting". No patient injury occurred. The lens cup is not available for evaluation.

Manufacturer narrative:
The lens cup was not returned to the manufacturer for evaluation.